Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or metal liner. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the femoral stem. X-rays were previously reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to "dry socket" catching and grinding, and very high levels of cobalt/chrome. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right hip). Update 06/11/2012 - litigation papers received. There is a side discrepancy. The der states the right side, while litigation states the left. There is no indication of which side is the correct side or that the patient is bilateral. Should we receive further clarification, the complaint will be updated accordingly. Update: 11/02/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Correction: left hip update 01/28/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis with debris and increased metal ions (confirmed by labs). There was no mention of grinding. The stem is being added to the complaint.

Event description:
Pfs alleges pain and noise. After review of medical records, patient was revised to address metallosis with increased cobalt and chromium ion levels. Surgical pathology reported of chronic inflammation and metallosis. Added expiration date of the liner and head.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient was revised due to "dry socket" catching and grinding, and very high levels of cobalt/chrome. Doi: (B)(6) 2006, dor: (B)(6) 2011 (right hip). Update 6/11/12: litigation papers received. There is a side discrepancy. The der states the right side, while litigation states the left. There is no indication of which side is the correct side or that the patient is bilateral. Should we receive further clarification, the complaint will be updated accordingly. Update: 11/2/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Correction: left hip update 1/28/16: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis with debris and increased metal ions (confirmed by labs). There was no mention of grinding. The stem is being added to the complaint. The complaint was updated on:2/16/2016. Update ad 19 april 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. There is no new information. Doi: (B)(6) 2006, dor: (B)(6) 2011 (left hip). (B)(4): 2nd revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.